Event description:
It was reported that patients ipg was not working as intended. It was noted that patients lead had multiple high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 14504921